Event description:
Healthcare professional reported "capsular contracture" baker grade unknown, "intracapsular and extracapsular rupture", "was completely ruptured, the shell was in two pieces, the silicone was free-floating within the breast" and "biopsy-proven benign enhancing mass". This record is for the right side. Device has been explanted. Patient underwent a inferior capsulotomy

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.